Event description:
It was reported that three days post-implant the patient received inappropriate high voltage therapy due to oversensing noise. Loss of sensing and loss of capture were also observed. When repositioning was unsuccessful, the lead was explanted and replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(analysis was normal. No anomaly was found.